Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the trigger was defective. The assignable root cause was determined to be due to wear/strained from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the trigger / slider on the small battery drive device was blocked and jammed. It was further determined during the pre-repair diagnostics assessment that the device failed for off/osc/on switch mode function, oscillation angle, triggers and ecu function, switching function, compatibility between colibri/sbd and colibri ii/ sbd ii, function with epd-console and for power at the motor with test bench. It was noted on the service order that the device had an unspecified defect. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.